Event description:
It was later confirmed that a cardiac tamponade occurred. Additionally, it was later noted that a catheter malfunction occurred and the guidewire got stuck in the catheter lumen. The catheter was replaced to resolve the issue.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The returned image shows a pulse field ablation catheter, lot and serial number were not visible, and what appeared to be a damaged guide wire. In conclusion, the reported, pericardial effusion, cardiac tamponade and hematoma could not be substantiated via data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012409553 was returned and analyzed. The catheter was received with the guidewire threaded through it and the guidewire was damaged. The guidewire lumen was received retracted and no damage or any other issue was observed along with the array loop assembly. The guidewire lumen was kinked. The pv-tracker test guidewire was inserted and threaded along the guidewire lumen of the catheter. The test guidewire was blocked at the guidewire lumen (gwl) kink at 0.77 inches proximal to the catheter tip. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The sliding stroke was limited to a third of the total slide. X-ray imaging confirmed the integrity of the nitinol array wire and it was properly attached at the tip and the dual lumen. The difficulty extending the guidewire lumen was captured through x-ray imaging as entangled wires. The electrode wires appeared to be entangled within the shaft at the distal end of the shaft. In conclusion, the reported, pericardial effusion, cardiac tamponade and hematoma could not be substantiated via data analysis. The catheter failed return inspection due to the guidewire lumen was kinked and electrode wires were entangled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three hours following a pulsed field ablation procedure, a pericardial effusion was observed. Drainage was considered but postponed as there was only a small amount at that time. Four hours later the effusion increased (possible cardiac tamponade) so drainage was performed. The drainage was dark red venous blood so it was not suspected that the bleeding from inside the left atrium. A computerized tomography (CT) scan was performed and there may have been a hematoma around the pulmonary vein (pv). The patient was hospitalized to the cardiac care unit. No further patient complications have been reported as a result of this event.